Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an accumulated pericardial effusion observed on echocardiography. The physician indicated that the cause of the effusion may be a malignant tumor and/or infection. The patient was admitted and a pericardial puncture or drainage was scheduled. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that following up in the subacute phase had been performed in another hospital. Puncturing was performed as asymptomatic pericardial effusion was identified nine months after the implantation, and the pericardial fluid was observed as pale red and neither infection nor malignant tumor was confirmed. The cause was judged unknown. The patient originally had a history of treatment with administrating carcinostatic agent for the hematological malignancy, and development of pleural effusion has continued chronically. There was no mention particularly regarding the procedure.